Event description:
A sales representative reported on behalf of a customer that the 60-6085-200a, small, uterine manipulator, vaginal device had been used in a lap endometriosis with dye injection procedure on (B)(6) 2024, and it was later discovered, on (B)(6) 2024, that ¿the balloon tip end of the vcare detached and was accidentally left inside the patient. Original surgery was on (B)(6) 2024, and patient later expels foreign object three months after initial procedure.¿. The procedure had been completed without the use of an alternate device and with no delay. The customer reports that ¿patient is good, no infection¿. There was no report of impact, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised due to the reported injury of a retained foreign body in the patient, which was expelled three months after use of the device.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device has not been returned to date and no photographic evidence has been provided; therefore, the reported event cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history review (DHR) cannot be conducted as a lot number was not provided a two-year review of complaint history revealed there has been a total of 22 reports, regarding 23 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. A. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. B. Fully retract the vaginal cup to the handle. (Figure #4) carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward ¿cervical¿ cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the 60-6085-200a, small, uterine manipulator, vaginal device had been used in a lap endometriosis with dye injection procedure on (B)(6) 2024, and it was later discovered, on (B)(6) 2024, that ¿the balloon tip end of the vcare detached and was accidentally left inside the patient. Original surgery was on (B)(6) 2024, and patient later expels foreign object three months after initial procedure.¿ the procedure had been completed without the use of an alternate device and with no delay. The customer reports that ¿patient is good, no infection¿. There was no report of impact, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised due to the reported injury of a retained foreign body in the patient, which was expelled three months after use of the device.